Event description:
It was initially reported that the pt began experiencing painful stimulation, continuous stimulation and that her device migrated after passing through an airport metal detector. The pt's mother was concerned and called the paramedics and was planning on taking the pt to the ER. There was no reported trauma or pt manipulation. Good faith attempts have been unsuccessful to date.